Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer and healthcare provider via a manufacturing representative (rep) regarding a patient receiving 1 mg/ml of morphine at an unknown dose via an implantable pump. It was reported on (B)(6) 2020 the patient reported they thought they had an infection in the implant site. The patient stated it was red, swollen, and warm. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. No diagnostics had been performed. The managing physician was contacted and it was indicated the patient would be asked to go to the emergency room. It was indicated the ER would contact the managing doctor. It was unknown if the issue had resolved. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via device manufacturer representative. It was reported that the patient went to the emergency room where the incision site was cleaned and the patient was told that it did not look infected. Three days later, at a follow-up appointment, the physician removed the dressing and cleaned the incision site. The physician indicated that the site did not look red, swollen, or infected. The device was not going to be removed, and the physician instructed the patient to check for any sign of a fever and contact him if any signs appear. As of (B)(6) 2020, the event has been resolved.